Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02519, related manufacturer reference number: 2017865-2021-02525. It was reported that during a scheduled device replacement procedure due to normal battery depletion, the set screw was not able to be loosened with a torque wrench. The header of the pacemaker was intentionally broken down in order to disconnect the lead from the pacemaker. The lead became damaged, therefore it was capped and replaced. A new lead was attempted to be implanted; however, dissection of the superior vena cava was observed. The procedure was aborted, and it was decided that the patient will be monitored continuously.